Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient can no longer establish telemetry between her ipg and charging system or patient programmer. A new charging system was sent to the patient, however, the replacement charging system was unable to resolve the no telemetry condition. The patient is working closely with her physician to determine the next course of action. No further patient complications were reported.